Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (579 mg/dl). Customer changed out cartridge, infusion set tubing, infusion site, and delivered a correction bolus. Customer consulted with health care provider but was not treated.